Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial inspection of the pod found the soft cannula to be stretched. Measurement of the soft cannula confirmed it to be out of specification, measuring approximately 1.4785 in. In length. Fluid could not flow through the fluid path as the formed needle created a tear in the exposed portion of the soft cannula, resulting in an external leak. It could not be determined when these damages occurred. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 317 mg/dl while wearing the pod between 36 and 48 hours on the infusion site (hip/buttocks). As treatment, a new pod was applied and boluses were given.